Manufacturer narrative:
(B)(4). Corrected narrative: the patient underwent mesh implantation to treat stress urinary incontinence, pelvic organ prolapse and posterior repair/enterocele.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh and c.r. Bard align to urethral support system was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedures of enterocele repair with moscowitz culdoplasty, posterior repair with mesh, and allign transobturator sling implantation during mesh implantation.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.